Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that, during a right leg procedure on (B)(6) 2015, the drill bit fractured and its tip was left in the patient. It could not be found, and the surgery was completed. The patient experienced pain in the right leg, so a second procedure was conducted on (B)(6) 2015. A third procedure was completed on (B)(6) 2015 due to pain and to remove the foreign object, and a femoral internal nail fixation was completed. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.